Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual rise in pacing impedance measurements. Pacing impedance measurements are now high out of range. Technical services (ts) advised this lv lead is also exhibited a rise in capture thresholds and amplitude measurements. Ts suggested the patient be seen in clinic for a lead evaluation. Additional information has been requested but was not provided at this time. This lv lead remains in service. No adverse patient effects were reported.